Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a treatment line on the external pulse generator (epg) broke while it was being used with a patient. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the broken treatment line was an external patient cable.